Event description:
It was reported that the atrial lead dislodged. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the distal tip electrode portion of lead was returned for analysis. The portion of lead that was returned was normal. The end portion of lead was cut consistent with that occurring at time of explant.